Event description:
It was reported that the patient received inappropriate shocks due to sinus tachycardia. Follow up indicated the shocks were in fact inappropriate and the patient's implantable cardioverter defibrillator (ICD) was replaced in order to prevent further future inappropriate therapy. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.